Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. The customer reverted to an alternate method of insulin therapy. The customer went to the emergency room with a blood glucose level of 452 mg/dl and was monitored. Customer had attempted to treat bg with a manual injection. Customer was released the same day with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.